Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The patient¿s medications include: metoprolol, metformin, and gabapentin.

Event description:
On (B)(6) 2005, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified disease progression in the right iliac artery distal to the contralateral leg component. It was reported no endoleak or loss of seal was identified. On (B)(6) 2014, an intervention was performed whereby the right internal iliac artery was coil embolized, and two contralateral leg components were implanted to provide distal extension into the right external iliac artery. It was reported the additional devices were implanted as a preventative measure to the disease progression. The patient tolerated the procedure.